Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod's insertion site (leg) after wearing the pod for 72 hours. An abscess formed at the site. The patient saw a doctor and was prescribed antibiotics but the name and treatment was not provided.